Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would power on quickly and immediately turn off. As a result, the customer was unable to monitor glucose and experienced symptoms of hypoglycemia, leg cramps, trembling, sweating, and seizure. The customer required unspecified treatment provided by his wife. No additional details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would power on quickly and immediately turn off. As a result, the customer was unable to monitor glucose and experienced symptoms of hypoglycemica, leg cramps, trembling, sweating, and seizure. The customer required unspecified treatment provided by his wife. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not power on with button depression, strip or cable insertion. Connected the reader to the computer and reader was not recognized. De-cased reader and no issues were observed upon visual inspection. Measured returned battery and placed the reader into printed circuit board assembly test fixture and applied pressure to the central processing unit. The reader powered on and battery was observed to be charging. Extended investigation has been performed, measured returned battery and results were not within specifications. Replaced battery with known good battery, reader did not turn on. Applied pressure to the mcp (microcontroller processor) via test fixture, reader powered on and was able to charge. Issue is confirmed to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.